Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: four samples were received. They came with no packaging flow wrap. They have the barrel flange damaged towards the top of the barrel, right next to the barrel flange. The photo provided shows two syringes, there is an arrow drawn to indicate where the barrel crack is. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. This is the 2nd complaint for lot # 9294123 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this would have occurred at the diverter at the packaging process. It is likely that there was a jam at the diverter inducing this type of damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe leaked out of the side during use, and the barrel was found cracked. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "nurse discovered two more flush syringes with cracks along the barrel. Flush was leaking out the side of syringes."